Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead was oversensing lead noise leading to pacing inhibition. During procedure, the physician noted the a portion of the lead looked crimped. The lead was capped and replaced on (B)(6) 2020. The patient was stable.